Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not detected at bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 pocket d4 was not opening. A field service engineer (fse) contacted the customer and remoted into the station. The fse worked with the customer to clear a medication jam that was causing a lid failure by using the recover storage space process. The customer was able to successfully recover storage space and inventory. The system functioned as intended after the field service engineer repaired the device.